Manufacturer narrative:
B4: (B)(6) 2021. The device was in clinical use. There was no harm to the patient when the unit was swapped out. The respiratory therapist recalls ceasing the treatment and checking the oxygen (o2) connection/o2 pressure in the department. Everything was in order; however, the v60 kept showing the alarm. The customer reported this same issue happened twice on two different patients. The first time it happened, everything seemed to be working, and for that reason, does not have any intel on patients. The (fse) also identified the battery needed to be replaced. The field service engineer (fse) replaced the gas delivery system (gds) to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported code error o2 unavailable. It is unknown if the device was in clinical use at the time the issue was discovered. Additional information has been requested.